Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. The lens was explanted on (B)(6) 2015 due to lens opacity (nuclear sclerosis). The cataract was removed by phaco-emulsification surgery and an iol was implanted.

Manufacturer narrative:
Method: lens work order search, medical review, device history record review results: a lens work order search was performed and no similar complaints were found. Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry. Medical review - icl related opacities are usually anterior lens located (asco = anterior sub-capsular opacity). Nuclear sclerosis is known to have a strong association with axial myopia. Several factors may play a role in cataract development (aging, degree of myopia, systemic diseases, medications, surgical manipulation, inflammation, trauma, etc). A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No - lens not returned.(B)(4).